Event description:
During initial implant procedure, the right ventricular (rv) lead was unable to insert into the header of the device. Increased pacing impedance was observed on the device when connected. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate insertion and high lead impedance were not confirmed. The device was near beginning-of-life (bol) upon receipt. Analysis revealed the setscrew was missing from its connector port, and the septum was also found damaged. A new setscrew was installed for further analysis. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. The damage to the septum and the missing setscrew was consistent with having occurred during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.